Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm and difficulty rewinding the insulin pump. The customer's blood glucose level was 49 mg/dl. The customer treated with orange juice, but still felt lightheaded. The customer cleared the alarm and tried to rewind the device again to no avail. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform function testing or verify the motor error alarm due to the blank display. The pump had a corroded motor home switch, minor scratches on the display window and a cracked reservoir tube lip.